Event description:
This is an ongoing problem, not just one time. My (B)(6) year-old son (who learns in person where masks are required) has been experiencing headaches that intensify as his school day progresses, secondary to mask wearing. As you know, face masks fall under eua. In my son's case, it is causing harm--discomfort, missed school, and decreased ability to focus on his studies. I am concerned about the long-term effects of the mechanism that is currently causing this acute symptom. None other than the mask. FDA safety report ID# (B)(4).